Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, three short ports btt black inflation valve dislodged (popped out). As a result, the balloons would not remain inflated. A replacement kit was used to complete the procedure. The hosp did not report any pt complications. These were used on different cases and the exact date of procedures was not known. The events will be documented under one case.